Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). Technical services (ts) reviewed the reports and noted that the impedance has been consistently rising since. Ts noted that there are noisy signals related to the unipolar programming. There was pacing inhibition for just over three seconds, however, ts saw the patient's intrinsic beat through the noise. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). Technical services (ts) reviewed the reports and noted that the impedance has been consistently rising since. Ts noted that there are noisy signals related to the unipolar programming. There was pacing inhibition for just over three seconds, however, ts saw the patient's intrinsic beat through the noise. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was reprogrammed to resolve the issue. No additional adverse patient effects were reported. Subsequently, it was reported the lead exhibited high capture thresholds. Also, the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). Technical services (ts) reviewed the reports and noted that the impedance has been consistently rising since. Ts noted that there are noisy signals related to the unipolar programming. There was pacing inhibition for just over three seconds, however, ts saw the patient's intrinsic beat through the noise. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was reprogrammed to resolve the issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). Technical services (ts) reviewed the reports and noted that the impedance has been consistently rising since. Ts noted that there are noisy signals related to the unipolar programming. There was pacing inhibition for just over three seconds, however, ts saw the patient's intrinsic beat through the noise. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was reprogrammed to resolve the issue. No additional adverse patient effects were reported. Subsequently, it was reported the lead exhibited high capture thresholds. Also, the lead was explanted and replaced. No additional adverse patient effects were reported.